Event description:
The customer reported retic control recovery issues and observing <10mls of stain leaking under shear valve 93 along with a leak of bloody fluid <3mls in volume under the needle assembly of the coulter lh 780 hematology analyzer. Blood was also seen in the drip tray below the bsv (blood sampling valve); the leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the aspiration needle was bent leaking blood and diluent. The fse replaced the needle and needle assembly resolving the leak at the needle assembly. Per phone conversation with the customer, they found disconnected tubing at cvl93/128; the tubing was reseated resolving the leak at cvl93/128 and retic recovery on controls. (B)(4).